Event description:
(B)(4). After implants, I'd say 6-12 months afterwards, I started noticing hair loss and thinning, numbing and tingling in limbs on the left side of my body, dental and gum pain particularly on left side, loss of tooth #6 suddenly and unexpectedly, and several root canal retreats of tooth #19, infrequent but severe bouts of migraine, excessive incidents of bacterial vaginitis, clotting during menstrual cycle which was never experienced prior to implants, break through bleeding between cycles, restlessness, nausea, brain fog and an arterial dissection during a ufe procedure.